Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 5.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, at third inflation, it was noted that the balloon ruptured at 10atm within 30 seconds each. The device was simply pulled out from the patient's body. The procedure was completed with another of same device. No complications were reported and patient was good post procedure.